Event description:
It was reported that, while setting up for case, the anspach drill could not be locked into the handpiece. A back up set was available in the room so the case was performed without any delay. The patient was not harmed.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. It was reported that while setting up for a case, the surgical techs could not lock the anspach drill into the handpiece. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports. Visual and functional inspection of the returned handpiece confirmed that the drill guide support was bent inwards and would not allow the long attachment of the drill to pass through. The probable cause of the issue was a mechanical component failure. A relationship between the device and the reported event could be established.